Manufacturer narrative:
Results of investigation: the carefusion fsr replaced the gde and performed uvt/ovp (user verification test/operational verification procedure) according to the manufacturer specifications. The carefusion failure analysis (fa) lab received the suspect gde for investigation. The reported issue was not duplicated in the laboratory setting. No failures were detected and no root cause for the reported issue could be determined. No further investigation is required.

Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). A carefusion field service representative (fsr) went onsite to evaluate the device. The fsr inspected the device and could not detect the cause of the reported issue. The fsr will replace the gas delivery engine. The gas delivery engine has been ordered by the customer and once it is delivered, the repair and evaluation will be completed. A supplemental report will be submitted after a failure investigation is performed.

Event description:
The customer reported while using the avea ventilator, it alarmed vent inop and the status dc led is red to amber. The customer reported no patient involvement associated with this event.